Event description:
Caller reported an issue with incorrect time settings on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time, and the caller was advised to monitor the time closely and follow up if the discrepancy continues. Caller understood and acknowledged the guidance.